Manufacturer narrative:
(B)(4).

Event description:
The system was implanted. In the operating room, telemetry of the pump showed morphine 10 mg/ml was set to a simple continous infusion at 1 mg/day. It was noted that "everything was where the doctor wanted it." One day after the pump system was implanted ((B)(6) 2011), the patient was admitted to the intensive care unit (ICU) via the emergency room following either a respiratory or cardiac arrest. The pump was stopped once the pt arrived in the ICU. On (B)(6) 2011, the pt expired. Add'l info received on (B)(6) 2011 from the hcp indicated the cause of death was "not clear," but was not related to the device or drug therapy. It was discovered there were "high levels of alcohol and other substances" in the pt. It was unk by the reporter if an autopsy was being performed.